Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code notifying the user that the battery life has declined and the state of health of the internal li-ion battery is less than or equal to 50% was observed. The device's internal battery was replaced to address the issue. Additionally, the device's porting block and rear enclosure were replaced due to physical damage. The system to interface board cable was not connected to the system board. The technician connected the system to interface board cable to the system board. Device was retested, and device passed all testing. However, the device was rejected in shipping due to the front enclosure. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.